Manufacturer narrative:
The device was received for evaluation. During functional testing, evaluation observed and found that two of the keypad buttons did not function normally. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had some keypad buttons that would not register during unspecified process step. There was no patient involvement. No additional information is available.